Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The device was used in the common femoral vein. The perclose proglide instructions for use states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to pacemaker insertion. Reportedly, the proglide plunger could not be removed. The proglide device was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 27f and pacemaker insertion was completed. The successfully preplaced sutures were used after the procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.